Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, bleeding, urinary problems, recurrence, dyspareunia, vaginal scarring and organ perforation. The patient underwent a hysterectomy on (B)(6) 2008. It was reported that on or about (B)(6) 2009, the patient underwent excision of exposed mesh with urethrolysis and cystoscopy due to urethral obstruction and mesh exposure. (B)(4).

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a hysterectomy due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, neurologic compromise to tissues and structures, vaginal scarring, and formation of scar tissue. It was reported that the patient underwent mesh removal on (B)(6) 2009 (B)(4) ¿ bowel/bladder problems; undefined recurrence.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to dysmenorrhea. It was reported that the patient underwent stapled hemorrhoidectomy on (B)(6) 2013 due to bleeding internal hemorrhoids. No additional information has been provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urgency with urge incontinence.

Event description:
Details: it has been reported that following insertion the patient experienced urgency with urge incontinence.